Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not performed since log files were not available. Visual evidence provided by the site revealed a red light on the battery charger and the battery unable to charge. As a result, the reported event was confirmed; however, there is insufficient evidence to determine the cause of event. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries not charging can be attributed, but not limited, to an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the battery (B)(6) was returned for evaluation. Review of the manufacturing documentation confirmed that the battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual evidence provided by the site revealed that the status light on a battery charger was flashing red when (B)(6) was connected. Failure analysis revealed that the returned battery passed external visual inspection. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The high max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause a battery to flash red when connected to a battery charger. The battery was still able to charge and provide power to a controller. Of note, functional testing revealed that (B)(6) had exceeded the useful operating life of 500 charge and discharge cycles. As a result, the reported event was confirmed. The high max error condition on the battery was able to be reset, after which the battery performed as intended. Internal inspection of the battery did not reveal any anomalies. Based on the available information, the most likely root cause of the reported event can be attributed to the battery that was out of calibration. The most likely root cause of the battery cycle counts greater than 500 can be attributed to the battery reaching the end of its useful life. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while charging the battery, a red light was flashing. The battery was exchanged with a new battery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.